Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The fluidics module was replaced to address the issue. The system was tested and found to meet product specifications. Based on alcon's assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to fluidics module. However, how or when the module became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A service visit was performed. A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that a system message was displayed during the priming. The system was blocked and it was not possible to prime. The nurse could finally perform the priming of the system. The reporter also informed that during the vitrectomy there was no intraocular pressure (iop) control. The surgery could be completed without any patient harm.